Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report rupture. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report rupture. This record is for the right side. The device has been explanted and replaced.